Event description:
Within minutes of initiating a dialysis treatment the patient became restless and coded. The blood from the extracorporeal circuit was returned to the patient and treatment ended. The patient was treated for an acute allergic reaction and successfully resuscitated within several minutes. Earlier in the day, the patient had a similar reaction within minutes of initiating the dialysis treatment. (Reference MDR MFR 3006552611-2013-0004) the renal services nurse manger stated after the second treatment, it was the opinion of the physician that the patient had experienced an allergic reaction to the dialyzer during both treatments.

Manufacturer narrative:
Four devices from same lot of the actual device involved in incident were evaluated and no defects were found. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.